Event description:
On (B)(6) 2025, my freestyle libre 3 continuous glucose monitoring (cgm) system reported sudden elevated glucose readings above 200 mg/dl, which prompted me to visit the emergency room. Emergency evaluation identified covid-19 infection. The elevated glucose values were based on my report and cgm data; no physiological glucose abnormality requiring treatment was identified during the ER evaluation. In the weeks following the ER visit, my cgm repeatedly generated frequent low glucose alerts, often 7¿10 or more times per day. These alerts did not correlate with fingerstick glucose measurements or food intake, including after high-carbohydrate meals, and persisted despite changing sensors. Because of the repeated low glucose alerts, I temporarily stopped taking metformin in early october. After stopping metformin, the frequency of low glucose alerts decreased; however, overall glucose readings and body weight increased. During this period, I routinely carried fast-acting carbohydrates (such as juice or chocolate) and consumed carbohydrates as a precaution in response to cgm low glucose alerts, followed by additional intake to maintain glucose stability. Fingerstick glucose monitoring (onetouch) performed during this period did not demonstrate hypoglycemia, despite repeated cgm low glucose alerts. Hemoglobin a1c measured on (B)(6) 2025 was 5.4%, within normal range, consistent with absence of persistent dysglycemia following the ER visit. Based on these test results, during my endocrinology visit on (B)(6) 2025, I was advised to resume metformin and to confirm glucose values with fingerstick monitoring rather than relying on cgm alerts alone. On (B)(6) 2025, I received six additional freestyle libre 3 sensors. After later learning of reported issues with this product, I entered the serial numbers on the manufacturer's website and found that all six sensors were identified as affected by inaccurate readings. During this period, I did not receive any direct notification from the manufacturer regarding these issues. Result within normal range, reflecting average glucose over the preceding approximately 3 months. Pt code: 4582. Device codes: 2588, 1535. Ref reports: mw5181510_fu-1, mw5181512, mw5181612, mw5181613, mw5181614.